Event description:
It was reported that a patient underwent breast augmentation revision with two 330cc mentor smooth round high profile saline breast prostheses. Post-operatively, the patient suffered right breast implant deflation. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2024. The replacement devices were: (right) 370cc mentor memorygel boost breast implant catalog: shpb370 lot: 9909396 sn: (B)(6) and (left) 370cc mentor memorygel boost breast implant catalog: shpb370 lot: 9905724 sn: (B)(6).

Manufacturer narrative:
Sd4: UDI: as the lot number and serial number for the device involved in the event were not provided, the full UDI is currently not available. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).